Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had recently collapsed and was un-responsive. Information was received from the field representative mentioning that the corrective actions that were done for this device were non cardiac related but the origin for the observed syncope behavior was not determined. The pacemaker remains in service at this time. No additional adverse patient effects were reported.